Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "swollen", "hard" and "painful". Later the healthcare professional reported "intracapsular rupture". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5.

Event description:
It has been determined that the device associated with this complaint is a non-abbvie device." This record is no longer reportable to FDA and will be un-reported.